Event description:
Boston scientific received information that this right ventricular (rv) lead presented with two shock impedance measurements below 20 ohms in the daily measurements. All other lead measurements were stable and the shock impedance measurement during testing was 42 ohms. No adverse patient effects were reported. The patient was seen again to test the system. During testing, the first shock of 1.1 joules displayed a shock lead impedance measurement of below 20 ohms. After the second 31 joule shock was delivered, this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert for a shorted lead condition and it could no longer sense or pace. In addition, all leads had a pacing impedance measurement of below 200 ohms. It was suspected that the low out of range impedances on the right atrial (ra) and left ventricular (lv) leads were due to the damaged crt-d. A revision was performed and both the ra and lv leads were tested. Both leads had electrical parameters in normal range. The rv lead and crt-d were successfully replaced. The ra and lv leads remain implanted with the new device. The rv lead was capped and surgically abandoned and the crt-d was returned for laboratory analysis. . No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. A visual inspection of the device noted no arc marks on the titanium case. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(6) 2013. A bench test to assess the output bridge integrity was performed and a low shock impedance measurement resulted. This out-of-range measurement indicates the high energy output bridge is electrically damaged. No further testing was performed as this type of damage, consistent with an attempt to deliver therapy through a shorted lead system, is known to cause internal damage to the circuitry. Laboratory analysis confirmed that the clinical observations were a result of the device being damaged from the rv lead shorting to the device output bridge when delivering a shock while implanted.